Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was returned with no apparent damage and with an opened package was returned along with the reload. Upon visual inspection, damage was noted on the tyvek; it was noted to have a hole, and the hole was noted to be from the outside in. The damage found compromised the reload's sterility. Due to the damages found on the tyvek, a possible cause for these conditions is due to improper handling during transit or storage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 180c34, and no non-conformances were identified

Manufacturer narrative:
(B)(4) date sent: 11/22/2023 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, open the packing and noted the inner packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.